Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving a lioresal with concentration 2000 mcg/ml at a dose rate of 332.6 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient¿s catheter broke, and it was identified by the neurosurgery team. The date of the event was (B)(6) 2013. It was further noted that at that time, the hcp decided to fill the pump with saline and program to a minimum rate mode. The patient was currently receiving saline with concentration 1 ml/ml via a minimum dose rate (ml/day). It was further noted that the pump was now nearing end of service (eos) so they wanted to program it to off state. The hcp indicated that if the patient decides to do so, the pump would be replaced in the future along with revising the catheter. No medical symptoms were reported. The pump authorization pass code for programming the pump to off state was provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on (B)(6) 2018. It was reported that the patient experienced a return of spasticity following a short improvement after a catheter revision in (B)(6) 2016. [Reference related regulatory report# 300 4209178-2018-04641 regarding catheter revision.] An x-ray on (B)(6) 2013 revealed pump tubing disconnectivity at level l3-4. The patient decided not to pursue another surgery at that time, and chose instead to try botox injections. The patient continued taking oral baclofen 40 mg qid. The clinical notes from (B)(6) 2013 indicate that the pump was working properly, but that the patient was not receiving any intrathecal baclofen secondary to a break in the catheter tubing. It was reported that the patient was counseled that her pump was likely working properly, but that the medication was likely leaking into surrounding tissue because of a break in the catheter at l3-4. The cause of the break was not determined. It was reported that per the clinical notes, "a clean break was identified." It was reported that the location of the break was not determined. It was indicated that the patient experienced stiffness and spasticity related to the broken catheter. It was stated that the patient planned to have the catheter replaced in the future and therefore did not want the pump turned off. The pump was filled with saline and set to the lowest dose to preserve the life of th e pump. It was noted that she would not need a refill until (B)(6) 2015. The patient was to continue taking oral baclofen as needed and continue botox injections to reduce spasticity and improve gait. She was to continue her exercises learned in physical therapy, and would notify the clinic if she chose to repair or replace her pump. The provided pump logs (examined on (B)(6) 2013, last changed on (B)(6) 2013),indicate that the patient had been receiving gablofen[2000 mcg/ml] in flex mode, with a daily dose of 332.6 mcg/day, and on (B)(6) 2013, the daily dose was decreased by (B)(6)%; however, under drug information, "gablofen" was crossed out, and "ns" was noted. It was noted that the patient's weight at the time of the event was (B)(4) kilograms. Regarding the current status of the device, it was stated that at the time of the report ((B)(6) 2018), the pump was in place and turned off. No further complications were reported/anticipated. The patient¿s medical history included le (lower extremity) spasticity secondary to a motor vehicle crash that occurred in 2003, that damaged her thoracic cord. The following results were reported from the patient's physical exam on (B)(6) 2013: a+3ox3, speech intact, language fluent; cranial nerves ii-xii intact; motor system - strength 5/5, spastic gait with cane, sensation - intact to light touch; deep tendon reflexes (dtrs) 2-3 beats of clonus at right ankle.